Manufacturer narrative:
H.6. Investigation: four actual samples were received by our quality team for investigation. Upon visualization of the samples received, three samples were received without the unit packaging and one sample was received with an open package. Additional functional testing was performed on the samples received and it was identified the two of the four samples demonstrated that there was insufficient silicone inside the syringe barrel; therefore the failure can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the probably root cause of this incident is due to the slip rings malfunctioned at the silicone dial station caused the insufficient silicone inside syringe barrel. The slip rings function was to get electricity to continuously rotate the silicone guns and activate the silicone gun points to open thus triggered air to spray silicone in to syringe barrel. There were replaced slip rings at the 3ml machine on 10 july 2019. The affected batch was produced before action has been taken. Continue to monitor any reoccurrence of this nonconformance. H3 other text : see h.10.

Event description:
It has been reported that the bd syringe with luer-lok¿ tip has been found experiencing four occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: the stopper is difficult to be pushed and pulled.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd syringe with luer-lok¿ tip has been found experiencing four occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: the stopper is difficult to be pushed and pulled.